Manufacturer narrative:
Omsc continued to investigate using the following devices. The subject otv-s190. The clv-s190 combined with the subject otv-s190. Ltf-s190-5 owned by omsc. Omsc performed as below, however the reported phenomenon was not reproduced. These devices were operated for 3 hours under the condition of 40 degrees c. These devices were operated for 3 hours under the condition of 10 degrees c. These devices were operated for 3 hours under the condition of low voltage power supply (90 v). There was no foreign material adhered to the inside of the scope connecter in the subject otv-s190. Also, omsc confirmed the ltf-s190-5 and clv-s190 combined with the subject otv-s190 was no abnormality found. Omsc could not identify the root cause because this phenomenon was not reproduced and no abnormality was found in the subject otv-s190. Based on these investigations, omsc surmised this phenomenon might have been occurred by the following: the abnormality in the communication of the subject otv-s190 and the scope occurred temporarily because there was the foreign material between the subject otv-s190 and the scope. The brightness control function of the subject otv-s190 was not functioned. Therefore the endoscopic image on the monitor became dark. A part of the light irradiation was obstructed due to the foreign material adhered to the light guide used simultaneously with the subject otv-s190. Therefore the endoscopic image on the monitor became dark. The brightness control function of the subject otv-s190 was not functioned due to unspecified noises by the usage environment. Therefore the endoscopic image on the monitor became dark. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The member of olympus field service department checked the devices at the user facility and found the following. The light intensity of clv-s190 combined with the subject otv-s190 had no abnormality. There was no abnormality on the connection between the light control cable and the devices. There was no abnormality on the video connector of the ltf-s190-5 combined with the subject otv-s190. The member of olympus field service department tried to reproduce the phenomenon. However the phenomenon was not reproduced. The subject otv-s190 was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc tried to reproduce the phenomenon using following devices. The subject otv-s190. The clv-s190 combined with the subject otv-s190. Ltf-s190-5 owned by omsc. However the phenomenon was not reproduced. Omsc also performed the following to clv-s190 combined with the subject otv-s190 and found no abnormality in the endoscopic image. The lamp was turned on and turned off 50 times. The light intensity was repeatedly raised and lowered. Otv-s190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The following devices were used for an unspecified surgical procedure on (B)(6) 2017. Clv-s190, otv-s190, ltf-s190-5. The endoscopic image on the monitor became dark immediately after the start of the procedure. The user confirmed the condition of the connection between these devices and readjusted the white balance of clv-s190 connected to the subject otv-s190. However the phenomenon was not solved. The user replaced the endoscopic system including these devices with an unspecified endoscopic system made by another company and completed the procedure. There was no report of the patient¿s injury regarding this event.